Manufacturer narrative:
Patient identifier: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name : (B)(6) (distributor). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the fourth device reported, for the third device reported that was used on the same patient see MDR 9681835-2022-00018. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that they had encountered broken catheter issues with terumo surflash i.v. Catheters. There was no patient injury, and no medical or surgical intervention was required. No health hazard was reported. Additional information was received on 07 jul 2022: after six IV catheters were attempted to be used, a winged infusion set was used. The dog reacted and was whining. They were not able to move the catheter into the vein.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section h10. The follow up 1 MDR was inadvertently submitted without the instructions for use (IFU) reference. Relevant IFU reference: "do not attempt to re-insert a partially or a completely withdrawn needle."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section g3 and to provide the completed investigation results. The initial MDR was inadvertently submitted with the b4 date being blank, a correction has been made to section b4. The actual sample was not returned for evaluation. The product code/lot combination was not provided by the user facility, which prevented a meaningful review of the device history record. The report is for the fourth device reported, for the third device reported that was used on the same patient see MDR: 9681835-2022-00018.